Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: ni.

Event description:
It was reported that the patient had discomfort at the pocket site. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.